Event description:
Surgeon attempted to load covidien ta stapler with covidien dst series loading unit. After multiple attempts to engage load, replacement covidien stapler and loading unit were supplied to sterile field.